Event description:
It was reported that the customer had issues during prime/rewind. The caller stated that insulin squirted out during the manual prime process. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.